Event description:
It was reported that a cleo® 90 infusion set accidentally came off during use. The patient did not notice damage to the device when the product packaging was first opened. The patient's blood glucose levels were 382mg/dl at the time of the event. To address the high blood glucose levels, the patient changed the site and administered a correction bolus with their pump. The patient did not test for ketones. To the patient resumed insulin with the pump. No permanent injury was reported.